Manufacturer narrative:
On (B)(4) 2013, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2013, the device was placed with the patient. On (B)(4) 2013, the device was returned to kci for evaluation. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wounds as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts) / organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c. Therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c. Therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding.

Event description:
On (B)(6) 2013, the nurse reported observing frank red blood in the canister. On (B)(6) 2013, the nurse reported that the patient's wound was cauterized, and the patient continued to receive v.a.c. Therapy.